Event description:
During the second programming session the program appeared to have changed on it's own from what the physician programmed it to the month before. The pt did not have a programmer. The pt frequently experienced "weird" sensations (pulsating sensation from the neurostimulator in her chest; some pain occasionally in her chest: constant pain along the wires). Stimulation seemed to change all the time. The pt was going to schedule next appointment for programming with a new clinic.

Manufacturer narrative:
(B) (4).